Event description:
The patient contacted animas on (B)(6) 2012, alleging that over the last weekend, a crack down the side of the battery compartment was noticed. The patient reported that the battery cap was still able to be tightened down properly. The patient denied trauma to the pump or recent moisture exposure. The patient reported that during the rewind, load and prime process, the pump does not complete the load function and the motor stops before the load step. The patient reportedly completes the load step using the prime step and then continues to use the pump. The patient had reportedly been getting the prescribed insulin amounts. The patient reported not changing the battery cap as recommended. The patient also reported cleaning the pump with alcohol pads on occasion. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged load step malfunction that remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.